Event description:
It was reported that a vns pt had passed away, and that her vns lead and generator would be explanted post mortem. The pt's explanted device was rec'd by the MFR and is currently awaiting analysis. The circumstances of the pt's death and their relationship to vns are unk to the MFR at this time. Good faith attempts for add'l info has been unsuccessful to date.